Event description:
Patient left knee was revised due to instability. Primary surgery was done on (B)(6) 2013 in (B)(6). Explant was a size 5 x 8mm scorpio ps poly as indicated by op report.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 5 x 8mm scorpio ps poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.